Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar disc herniation and underwent micro endoscopic discectomy. During surgery, the flexible arm could not be firmly fixed. It is considered that the cause is screw wear. The product came in contact with the patient. There was a delay of less than 60 minutes. No patient complications were reported as the result of the event.